Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the sensor data available in the data management system (dms), the escalation analysis indicated that gaps were observed in the user's glucose data, along with calibration past due and calibration expired alerts. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear the calibration history and any potential calibration misalignment. The user was advised to continue using the system and to calibrate as requested. However, further follow-up with the user was not possible as the user remained unresponsive to multiple communication attempts, and this guidance could not be communicated. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.